Event description:
It was further reported that the lesion being treated in the index procedure was located in the mid left anterior descending artery.

Manufacturer narrative:
(B)(4).

Event description:
(B)94). Same case as 2134265-2011-01217 and 2134265-2011-01218. It was reported that following a coronary artery stenting treatment procedure restenosis occurred. The denovo lesion was 75% stenosis, 40mm long with a diameter of 2.75. Pre-dilatation was performed with 2.5x15mm balloon (12 atm). The physician then implanted three (2.5x24mm, 2.75x32mm and 3.0x16mm) taxus express2 stents in the target lesion. No post-dilatation was performed, residual stenosis was 0% with timi flow 3. The patient was discharged on plavix, pletaal and bayaspirin. At the follow-up visit in (b)96) 2009, restenosis was confirmed. The angiography showed the lesion was 75% stenosed, 10.0mm long with a diameter of 3.0mm. Pci with ballooning was performed. Residual stenosis was 0% with timi flow 3. The patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).